Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device cut but did not staple. The problem occurred while transecting across the renal artery. The case was converted to open and a vascular surgeon was called in to suture the artery. The vascular surgeon stated that there were no staples visible in the area. The blood loss was estimated at 1500cc and four units of blood were given to the patient. Requested and received the following information 09/23/2009: the patient developed a blood clot in her leg that required surgery by a vascular surgeon. According to the urologist that originally operated on her, she is expected to make a full recovery.

Manufacturer narrative:
Date sent: 09/23/2009. Information anticipated, but unavailable at this time.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 11/06/2009. Evaluation summary: a batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
The account discarded the device.